Event description:
Legal counsel for patient reports that patient underwent total right hip arthroplasty on (B)(6) 2007. Legal counsel for patient further reports patient allegations of pain, metal poisoning, loss of range of motion, dysfunction, loosening of the implant, dislocation and metallosis. Legal counsel further alleges a revision procedure took place on (B)(6) 2013 wherein unknown products were removed and replaced with antibiotic spacer. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicated pain with the presence of black tissue and suspicious-looking fluid. The operative report further noted the modular head was cold welded to the trunnion of the stem, a posterior lateral crack in acetabulum and acetabular bone loss. All components were removed and antibiotic spacers were implanted. Patient underwent a reimplantation procedure on (B)(6) 2013.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and "early or late postoperative infection and allergic reaction." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-04318/-05744/-05745/-05746).